Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device cannot be charged. There was no patient involvement.